Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient underwent a pocket revision procedure, because the location of the pocket was causing discomfort. The pocket was relocated, and the patient was reportedly doing well.